Event description:
Patient complained of "no blinking lights" on data receiver. Patient came in with video capsule equipment attached properly. It was noted that both indicators lights on data reciever not on. The equipment was removed and the data was downloaded to video. The video recorded only intermittently three hours. Spoke to technical support at given imaging, and he requested a cd of the video for evaluation of the most likely equipment failure. He will be able to tell if it was the capsule, sensor array(8 leads), or data receiver. The doctor's office was informed. Most likely we will have to repeat this procedure at our cost.